Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to an unknown product performance issue. Another lv lead was successfully placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown product performance issue. Additional information was received indicating that the device was dropped pre-implant and a new device was opened. Another rv lead was successfully placed. No adverse patient effects were reported.